Event description:
The customer stated she was taken to the emergency room for high blood glucose. No blood glucose reading was reported. The customer stated that the insulin pump was accidentally dropped in the toilet and the high blood glucose began shortly after that. Troubleshooting was performed and the programming was correct. The insulin pump passed the prime test but the customer did not have the tubing clamp to perform the high pressure test. The customer also stated there was water under the screen. Advised the customer that the insulin pump would be replaced due to the moisture damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.